Event description:
It was reported via medical information "customer has a patient that has had a PICC line in place for 9 months. It still flushes appropriately (although not as easily as it once did) and there are no signs of infection of leaking, but the line is starting to look worn. Medical information response "provided the customer with some links to articles that presented some average dwell times for certain PICC lines. But ultimately I reminded her that no study I could find speaking specifically to dwell time. This is a medical decision and bd does not have a recommendation as long as the PICC flushes appropriately and there are no signs of infection the device can be used indefinitely."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned.